Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: per initial report, the suspect lens is not being returned for evaluation because it was destroyed by the customer. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens (iol) was from explanted from the patient left eye due to the patient experiencing hazy, cloudy vision, huge halos around lights, light sensitivity, and starbursts. Vision was distorted. Patient¿s visual acuity pre-operative 20/40, visual acuity post-operative 20/40. At explant/exchange it was noted that sutures were required, and the patient has recovered. The explanted lens is not available for return as it was noted to be destroyed. No other information was provided.